Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed that all equipment performed to specifications. The testing was witnessed by a facility staff member. The historical patient database was sent to spacelabs for evaluation. Spacelabs will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that a low spo2 saturation did not alarm at the bedside monitor. No injury was reported as a result of this event.

Manufacturer narrative:
The historical database available for the investigation did not cover the time of the complaint episode. Hence, it was not possible to conclusively determine whether the complaint episode had been appropriately classified. Onsite testing did confirm that equipment performed to specification, and no recurrence has been reported. This investigation is considered complete and the matter closed.